Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized three or four times within four years. Customer does not remember hospitalization information. Customer reported that insulin pump did not alarm when reservoir was empty which caused a hospitalization in 2012 or 2013. Customer reported that blood glucose was around 800 mg/dl. Customer did not want to troubleshoot stating that insulin pump was working fine and customer was working with field representative.